Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot. (B)(4). Additional information requested and received: when the knife advanced for few millimeters and retracts back, was any portion of the target tissue stapled or cut? Stapled for few mm and but partial cut. Was the device being pulse fired? Not pulse fired ( I never pulse fire). Was there any patient consequence or change in the post-operative care of the patient as a result of the antrum of the stomach becoming really tight? . . I have to go medial which caused narrowing of the antrum.... Lead to spams and colicky pain each time she drinks. ....very long time until she tolerated enough fluid intake. Until now( 40 days) unable to tolerate solids....has to be blended or mashed. Additional information requested but unavailable: just to confirm, did the knife return by itself or did the surgeon have to use the powered return or manual return? What medical or surgical intervention has been untaken to address the patient¿s narrowing antrum and intolerance of food? Was buttressing material utilized during the sleeve procedure? If so, which product? What is the current status of the patient?

Event description:
It was reported by the affiliate that during a sleeve gastrectomy procedure that on the first firing, the knife advanced for few millimeters and retracts back to zero position again by itself. We replaced the green reload with another green reload and it did the same thing. We had to go medial towards the antrum twice and the antrum of the stomach became really tight which is not the situation of the sleeve gastrectomy. Competitor's device was used to complete the procedure. There were no adverse consequences for the patient reported. One device will be returned. Affiliate reference number: none given.

Manufacturer narrative:
(B)(4). Batch # n9302n. MDR decision: malfunction. Based on the review of reported event and additional information provided, the spasms, colicky pain and adjustment to diet does not meet the criteria of an FDA reportable serious injury. There was no medical or surgical invention necessary and the adjustment to diet has now ceased. The file will be downgraded to a malfunction. The analysis found that one plee60a device was returned with no apparent damage and with two gst60g cartridges reloads present. The cartridges reloads were received partially fired 1/3 consistent with an incomplete or interrupted cycle. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The device was disassembled to verify the condition of the internal components and was noted frame separation. This condition has been observed to cause the device to switch in to reverse before the device reaches the fall firing stroke.